Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. Insulin pump received with stripped battery cap coin slot(p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and pump was damaged. The customer¿s blood glucose level was 50 mg/dl, 300 mg/dl and 290 mg/dl. The customer was treated with food. The customer reported that they had on the reservoir compartment. It was reported damage to reservoir compartment or lip or ring the reservoir was unable to lock in place when inserted into pump. The customer declined troubleshooting for low and high blood glucose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.